Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced syncope and asystole of greater than two seconds. A revision procedure was performed in which no rv noise could be reproduced. A tug test was performed which was negative. The physician thought there was a device header issue. Subsequently, the lead was surgically abandoned. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.